Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a faulty blood sampling valve (bsv). The fse proceeded to replace the blood sampling valve (bsv) to resolve the high red blood cell (rbc) and platelet (plt) background issues. The fse verified the repair as per established procedures and results met published specifications. (B)(4).

Event description:
The customer reported obtaining high red blood cell (rbc) and platelet (plt) background issues upon startup of the coulter hmx hematology analyzer with autoloader. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer has performed the aperture zap and bleach procedures but the it did not resolve the issue.